Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfun ction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that he was having a hard time with the instructions because he didn¿t use his patient programmer (pp) often and was concerned it (therapy) was not being very effective. The patient was requesting assistance because he was having an increase of retention over the past 3 weeks or so. The patient stated, "I mean, its never been the best, seems like it could be better." Patient services asked if the patient had experienced 50% or better symptom relief since getting the device and the patient stated, "probably not." The patient had their patient programmer, and stated that stim was on. The patient stated that when he changed to program 3 (previously on program 2 on 4.7 and felt no stimulation) he started feeling the simulation and it was comfortable. Patient services walked the caller through changing settings/programs and reviewed that caller should keep track of if the retention improves or not and he can then try increasing the settings and then speak to his doctor about meeting with a manufacturer representative (rep) for possible reprogramming. Patient services reviewed that the caller should contact doctor if changing these settings does not improve the retention and the doctor can schedule a manufacturer representative (rep) appointment to have the device checked and make possible adjustments. The patient stated that it is hard to get into his doctor and he would like to meet with a rep. Patient services reviewed the rep role but also offered the national answering service (nas) number for caller to give to the doctor to invite a rep in. No further complications were anticipated/reported.